Manufacturer narrative:
The five additional proglide devices are filed under separate medwatch report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with six proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, three proglides pulled out of the groin following the thumb plunger being pushed down. On inspection post device removal it looks like the posterior foot plate is missing. Three other proglides failed to deploy, with cuff misses suspected due to heavily calcified groin. A vascular surgeon was called in to review patient with distal angio completed of patients right leg. There was no sign of obstruction due to missing foot plates. Just heavy amounts of thrombus from the femoral bifurcation down to the tibials. The account could not determine if the thrombus was related to the proglide failures as the thrombus was not located at the access site. The sutures of two additional proglide devices were successfully preplaced. The tavi procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the plunger, suture, link, posterior needle tip and cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported thrombosis is listed in the proglide instructions for use as a potential complication associated with the use of suture-mediated closure devices. A conclusive cause for the reported needle to cuff miss could not be determined as the plunger, suture, link, posterior needle tip and cuffs were not returned. The reported patient effect of thrombosis is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.